Event description:
This lead was implanted on (B)(6) 2012 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) heathcare system at (B)(6). A call to technical services on 1/15/2013 8:29:22 am states that pocket debridement for outer tissue just done for surface wound. Patient has history of needing medications for extended period of time to address pain (like 6 weeks), this made it hard to assess problem initially. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).